Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned, therefore the event could not be confirmed. An event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing a procedure to treat an aneurysm in the left, cavernous internal carotid artery (ica). It was reported that a pipeline flex was attempted to be implanted, but appeared "twisted" at deployment. The device was removed from the patient. A new pipeline flex was able to be implanted across the aneurysm neck without issue. There were no reports of patient injury in connection with this event.